Manufacturer narrative:
This supplemental correction report was created to capture updates on b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned on the left side and a new lead was placed on the right side. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.